Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able could not confirm or duplicate the reported event. The fsr measures inspired tidal volume and exhaled tidal volume. The fsr reported the device passed all performed checks.

Event description:
The customer reported while using the vela ventilator; the device is fails the low minute ventilation alarms. The customer reported there is no patient involvement associated with the event.